Manufacturer narrative:
It was reported that a patient underwent a pvc ablation procedure with a thermocool smarttouch sf catheter. During the procedure, the practician went into the left ventricle using the retro-aortic approach. He used a pentaray and a thermocool smarttouch sf catheter. When he went back to the left ventricle with the thermocool smarttouch sf catheter, he noticed that he could no longer remove the catheter from the patient because a knot had been created just above the puncture with the catheter. He managed to untie the knot of the catheter and remove it from the patient without consequences for the patient. The device was completed on 07-may-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 14-apr-2025. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed that the shaft was bent. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The shaft bent observed could be related to the knotted catheter issue reported by the customer, the complaint was confirmed. The potential cause of the bent in the shaft could be related to the manipulation of the device before or during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 19-feb-2025. The procedure was canceled. Additional information was received on 10-mar-2025. The patient was in the room at the time of the cancellation. The physician¿s opinion was that the cancellation of the procedure did not contribute to a death or a serious injury to this patient. Therefore, added under h6. Health effect - impact code ¿absence of treatment (f1001)¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 20-jan-2025. In the physician¿s opinion, the catheter¿s bend/twist/kink put the patient at risk for a potential harm or injury. This is why the physician decided to stop the procedure. The maneuvering of the catheter was easy at the beginning of the procedure. At one moment, it became difficult, and it was explained by the catheter¿s knot. No sheath was used. No detachment of any component. The tip became unknotted. The issue did not result in exposure of any internal catheter components or sharp edges. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
During an internal review on 18-mar-2025, noted a correction under the 3500a follow-up #2. It was reported, "therefore, added under h6. Health effect - impact code ¿absence of treatment (f1001)¿. It should have stated, "therefore, added under h6. Health effect - impact code ¿absence of treatment (f1001)¿ and removed "no health consequences or impact (f26)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc ablation procedure with a thermocool smarttouch sf catheter and a knot issue occurred. During the procedure, the practician went into the left ventricle using the retro-aortic approach. He used a pentaray and a thermocool smarttouch sf catheter. When he went back to the left ventricle with the thermocool smarttouch sf catheter, he noticed that he could no longer remove the catheter from the patient because a knot had been created just above the puncture with the catheter. He managed to untie the knot of the catheter and remove it from the patient without consequences for the patient.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31445092l and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).